Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms with no capture in bipolar configuration. Fluoroscopy revealed a lead fracture. Therefore, the lead was removed from service and replaced without further incident.